Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The ipg was visually inspected and displayed the warning, "ipg battery low," no other visual anomalies were noted. The pt settings were analyzed and based upon the longevity calculations, the device should have lasted anywhere from 86 months up to an excess of 188 months. The battery, however, was depleted after 40 months. The ipg initially failed the pulse load test. The device was then placed on a load block and run with high settings for 6.5 hours to test for passivation. The pulse load test was then performed again and the ipg passed. The "low battery" warning did not return. The ipg passed the auto test. Conclusion: the cause of the reported complaint is confirmed. As received the battery was passivated. The device should have lasted for a minimum of 86 months. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2007, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt's ipg battery was depleted and that the stimulation had ceased. The pt stated that she never received the low battery warning. The ipg was replaced on (B)(6) 2010.